Event description:
Patient contacted dexcom technical support via email on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Three attempts were made to re-contact the patient with no success. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.